Event description:
In (B)(6) 2008, I had surgery to replace a worn femoral cup on a artificial hip on my left leg. Upon my first office checkup visit, I was told I was implanted with a metal femoral cup. I continue to rehab this hip, but I was never able to completely eliminate the pain, to the level it should have been eliminated. Over the next 10-12 months, I continued to struggle in rehabilitating this modified hip to an acceptable level of mobility without pain. In (B)(6) 2009, I suffered a hairline fracture in the left hip. There was significant pain, but no surgery was recommended. I later learned from x-rays that erosion of the remaining hip bone was present. After several months passed, I learned of the (B)(4) recall. With that information, I saw my surgeon to determine if I was part of this recall. I was not, however I was given a depuy pinnacle cup. My blood was tested for metallosis and found to have a higher than normal level of cobalt/chromium. It was recommended to have the metal femoral cup replaced. This surgery took place on (B)(6) 2011. My health and mobility has significantly improved after removing the metal femoral cup. However, I truly believe the depuy pinnacle cup device I was given contributed to significant mobility loss and increased pain while it was in my body. I truly believe I could have experienced additional health problems if I did not remove the cup causing increased metallosis levels in my blood. The depuy pinnacle hip devices should be recalled by the FDA. This device causes metallosis, which is a serious health risk to those who have it.